Manufacturer narrative:
Technical support advised them to contact biorad for peer data and to request a new shipment. Additionally, since l3 was the issue, they discussed ranges for the control. The customer reported that they recalibrated and made new fluids but report that the issue had been ongoing for a month. However, they are not interested in different controls at this time. No further action was required. The probable cause of the event was degraded controls. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that they have been recovering lower than normal for their established range for pr2 on biorad (br) (B)(4) with their a1a-360. They reported that they had been recovering around 23-23 with not much peer data and one user reporting 25. The reported issue with their aia-360 instrument has the potential of discrepant patient results. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.